Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 100 mg/dl. The customer attempted to self treat by consuming carbohydrates. The customer was taken to the emergency room (ER) by ambulance and given glucose and fluids. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Tandem technical support was able to review the pump logs and determined 4 user bolus were given, resulting in the low bg. The pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.